Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced 5 infusion set cannula kinked event on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen. Blood glucose at the time of event was noticed high. Patient took correction injection via mdi. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR(B)(4). MDR. Device 5 of 5.